Event description:
Customer reported that the laser had a smell. After 5 minutes the aiming beam in the fiber was no longer seen. The nurse was burned when attempting to remove the fiber at the insertion point. The burn resulted in blisters to the nurse's finger and thumb. The date of the incident was not available.

Manufacturer narrative:
The visual exam revealed that the fiber was a complete assembly. However, the fiber core and ferrule in the proximal end of the fiber (connector) was missing. These missing components within the fiber are indicative of the fiber being used with a laser that was out of alignment. The fiber was capable of transmitting laser energy for a short amount of time until significant heat build up within the sma connector due to the laser misalignment likely caused the failure which resulted in the displacement of the fiber core and ferrule.